Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the fenestrated bipolar forceps (fbf) cable was broken or loose. The customer used a backup instrument to continue with the procedure. An x-ray was performed. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was broken. X-ray was performed as part of the normal procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis. Additional observation related to the customer reported complaint: the instrument was found to have the conductor wire insulation retracted. The black insulation has somehow moved backwards along the wire. The retracted insulation exposed approximately 0.124" of the conductor wire. The conductor wire was not broken. The instrument passed the electrical continuity test. A visual inspection found no physical damage to the insulation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.